Event description:
Updated clinical narrative: from further information received, it was clarified that the device was removed due to limb ischemia requiring thrombectomy. Clinical narrative: an impella cp was inserted via the right femoral artery in a 52-year-old female patient for the indication of acute decompensated chronic cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The patient¿s comorbidities included renal insufficiency. During the course of impella cp support, the patient was successfully weaned from mechanical circulatory support. At the time of device explant, the patient developed limb ischemia requiring thrombectomy. It was reported that thrombus or biomaterial was observed in association with the event. The impella cp was explanted following successful weaning, and the patient survived to explant. The reported limb ischemia requiring thrombectomy is consistent with known risks associated with large-bore femoral arterial access and thrombotic complications in the setting of cardiogenic shock and mechanical circulatory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.